Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during evaluation. They were caused by an out of adjustment lower door hook. The door hooks and latch pins were replaced and the device was recalibrated.

Event description:
It was reported a spectrum pump had a bad door latch. It was reported there was no patient injury.